Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent anterior cervical fusion due to herniated disc at c4/5/6. Intra-op,the cage's screw hole was broken. After inserting the cage, the guide was used to insert the screw in accordance with surgical technique. After that, in order to lock the locking mechanism, when confirming the cage, the cage screw hole was broken. After removing the screw, the device was replaced with the same size one, and the operation was completed. There was a delay of less than 60 min in overall procedure time as a result of this event. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis- visual and microscopic evaluation of the returned device revealed that the bone screw came in contact with the bottom of the spacer. This would be the result of the screw being driven in at too steep of an angle. The damage to the top of the spacer appears to be the result of removal. If information is provided in the future, a supplemental report will be issued.